Event description:
Subsequent to filing of the initial medwatch reports additional clarification was received. The proglide complaint was actually that both devices did not have good bleed back from the marker lumen after device insertion; however, one device was deployed as it was believed that the poor bleed back was a result of the patient's low blood pressure. An additional device was still deployed to fully achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported marker lumen blockage and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: code 1142 removed, code 2423 added.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, no suture was present when the proglide plunger was removed. Another proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.